Event description:
Philips received information from a customer site that the patient table dropped about 18 inches when unloading. After it dropped the customer was able to raise it back up. There was no report of injury to any patient.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and inspected the table and found the vertical drive assembly in the table had failed due to wear and tear. The unit is 10 years old and has not been under service contract for more than a year. The customer did not approve a repair to the system. (B)(4).